Event description:
It was reported that device had an error message: system failure "primary audible alarm background test". There was unknown patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: device received on 7/25/2024. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump was functionally tested and no evidence of a hardware issue that could contribute to the reported primary audible alarm was found. Per 1.6.5 software release notes p23-6498, ¿this firmware release corrects the issue of pumps falsely identifying a paa system failure in most, but not all conditions. There may be instances when the alarm loudness is set to level 1 (quietest) that the pump alarms for paa system failure when there is no issue with the audible alarm. When infusing critical medications, ICU medical recommends setting the alarm loudness level between level 2 and level 5 (loudest) to ensure paa system failure alarms do not occur." No repair was needed as no issue was found with the speaker.